Event description:
The facility reported a pump with a failure code 500:320:844:0000. This failure code occurred during pt use in 2006, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.